Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-10314. It was reported one of the patient's drg system lead had turned off. A company representative met with the patient and attempted to reprogram the patient's drg system, however, one lead exhibited high impedance values on all contacts. X-ray imaging indicated the lead migrated. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Additional information received identified surgical intervention was taken and one of the patient's drg leads was removed and replaced. Effective stimulation therapy was reportedly restored postoperatively.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-10314.